Event description:
A report was received that the patient had difficulty charging. The patient underwent a revision, during which, the physician elected to replace the ipg and relocate the pocket. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.